Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had an appointment with their healthcare provider (hcp) and they told patient to call patient services because patient couldn't hold their urine when they have to go and when they felt like they were going to "bust", they sit down and nothing comes out. Patient said they were up all night long running to the bathroom and said they want to be done peeing all the time. Patient said they think the battery was going dead or was dying because it kept switching itself off. Patient services asked patient to clarify if the ins was turning off on it's own and patient said no, they could just feel it was not working (not getting therapy relief). Patient said all of a sudden it will be working fine and then all of a sudden it feels like it's not working. Patient said they first noticed symptom return about a week ago. Patient said when they saw their hcp, the hcp increased stimulation 10 times (from 2.0 to 3.0) and they did not feel any stimulation. Patient said the hcp did not want the patient to go above 3.0. Patient also mentioned they checked their urine at the hospital and it came back completely clear, no bacteria or anything. Patient said the hcp thought they may have interstitial cystitis. Patient was connected to their ins prior to call. Patient services reviewed therapy optimization options. Patient first tried increasing stimulation and could not feel stimulation yet. Patient mentioned when they do feel stimulation, they feel it in their vagina. Patient said the hcp mentioned something about different programs they could try. Patient services reviewed program function and patient wanted to try a different program. When helping patient change programs, patient mentioned they were not able to see any different page/program change when pressing the correct buttons on their programmer. Patient confirmed they were able to navigate on programmer screen, but could not go to next screen when trying to change programs (confirmed programmer working as intended). Patient services reviewed probability of programs needing to be programmed into system and redirected to hcp. Patient said hcp told them patient services could help with this. Patient services reviewed role of manufacturer representative (rep) to help at the doctor's office and patient said they will connect with hcp to coordinate an appointment. Additional information was received from the patient on (B)(6) 2023. They reported that they went to the gynecologist yesterday to work on the device because it keeps turning off. Patient was to meet with someone yesterday at the doctor's office. When asked, they said they think it was a manufacturer representative. Patient went to the wrong facility so the person that was to meet her had to troubleshoot all over speaker phone. Patient said, they said their stimulator battery is reading like it still has a little bit of time. Yesterday the stimulator was working and today it is shut off. Patient said they know when the s timulation is on because nerve wise when it is on their body does certain stuff and it isn't doing that. Patient said they know their therapy is off. Walked the patient through checking current settings and it showed stimulation was on. Patient was told the lightn ing bolt shows stimulation is on. Patient said they don't feel anything and they used to feel it always around 2, it would hurt at 2.1, and they are at 3.8 and doesn't feel anything. Patient said they are peeing on themselves. Caller said, the person yesterday said some of the leads might be bad. They also said they were going to suggest to the doctor to change the stimulator battery because they have had it over five years. Patient kept trying to increase the stimulation on the phone and they said they started to feel the stimulation a little bit at 4.0. Patient said they increased the stimulation and the lightning bolt was gone. Had patient press the power button on the side and the lightning bolt came back on. Patient said they are going to send a message through my chart letting them know they aren't better.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# v911747 serial# implanted: (B)(6) 2012 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(6), ubd: 10-jan-2016, UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.